Manufacturer narrative:
The customer complaint is being reported out of an abundance of caution. The a1c lot had expired prior to the customer reporting the complaint. Although the lot had expired, qc retention data was available for analysis from a month prior to expiration of the lot. The qc retention measured within specifications. Customer does not have test kit available to return for evaluation. This now-expired lot of a1cnow product has had no other accuracy-related complaints lodged against it.

Event description:
The customer sent a request for training based on accuracy allegations of hba1c. Customer stated they recall one instance where the result differed by 1-2% compared to a same-day lab test. Another instance the customer recalled did not include lab result for comparison but stated that a diabetic patient was approximately 4% lower than they expected. There were no allegations of patient/user harm.